Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip ntr/xtr system instructions for use (IFU) states: aligning the clip so the dc shaft perpendicular to the plane of the mitral valve. In this complaint it was reported that the user rotated the cds under the leaflets in the left ventricle and this user error contributed to the clip entrapment of the device. The slda appears to be due to the entrapment of device as the clip was deployed at an unintended location due to the clip being caught on the chordae. The tissue injury appears to be due to the procedural condition of the clip caught on chordae (entrapment of device). Tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, detachment from one leaflet, and chordal damage requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. Imaging was difficult. The clip delivery system (cds) was advanced however the cds was rotated under the leaflets and became caught in the chordae segment of p1. Attempts were made to remove the cds however were unsuccessful therefore the decision was made to grasp the leaflets and deploy the clip where it was stuck. After deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and the posterior leaflet chord ruptured. The procedure was aborted with the mr remaining at 3+. The patient transferred to mitral valve repair surgery where the clip was explanted. No additional information was provided.